Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined.

Event description:
Per received report: the product catalog number lot number is unk. (4mmx8cm/ 0.010 inch/helical) the procedure was coil embolization assisted with the codman vrd ((B)(4)). The target aneurysm was located in right parasellar. The pt was female, (B)(6). The delta plush coil protruded prior to detachment and was removed from the pt successfully. The coil embolization was completed with other coils. The delta plush will not be returned. Please note the adverse event (sah) was reported after the procedure as follows: the procedure was completed on (B)(6) 2010 and the pt was discharged from the hospital on (B)(6) 2010. Subarachnoid hemorrhage was developed on (B)(6) 2010. Administration of plavix was stopped. Recovery was confirmed on (B)(6) 2010. The physician commented the event had been caused by blood flow change in the aneurysm.